Event description:
The devices were implanted in 2003. Eight months later, the facility's nurse clinical coordinator informed the manufacturer's (MFR) clinical specialist of the following: presented to the hosp, blood cultures were taken, and found positive for staph epidermidis. As a result, the pt was admitted to the hosp and the valves were explanted in 2003. Additionally, the MFR's clinical specialist noted that the facility's patient care technician's (pct's) had been trained within the 4 weeks prior to the infection, and it is unknown if they were performing the skin scrub for a full 60 seconds prior to treatment. The MFR's clinical specialist was requested to present at the facility to perform additional troubleshooting training. No further details were provided at this time.